Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unknown error which was confirmed through a review of the event history log by the presence of system error 345 alarms. Internal inspection found the downstream sensor flex to be improperly seated in the processor printed circuit board connector. The flex was reseated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unknown error in the cancer center. There was no patient involvement. No additional information is available.